Event description:
It was reported via repair work order that the nurse call system would function intermittently as the dip switches were not configured correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.